Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic colon procedure; the clips were not forming at all, one leg long, the other slightly bent. The procedure was completed using same like device. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Photograph.

Manufacturer narrative:
(B)(4). A review of the photograph of the subject er320 clips is a back table shot of two clips formed during the procedure. Both clips exhibit a ¿j¿ shape. Typically, excessive downward pressure when firing or leaving the device on a vessel/structure between firings or a partial release of the firing trigger versus allowing the device to pop open will result in a malformed clip. Firing over another clip or a dense/hard object can also yield/damage the jaws causing malformed clips. In this case, the photos do not provide enough evidence to determine root cause.